Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2019-03457. It was reported that the patient was experiencing ineffective therapy after a fall. X-rays did not show any abnormalities. Surgical intervention was undertaken on (B)(6) 2019 where the lead and ipg were explanted and replaced thus resolving the issue.